Manufacturer narrative:
The customer contacted siemens customer care center (ccc) . A customer service engineer (cse) was dispatched to the customer site. Cse analyzed the instrument and determined that the universal power supply (ups) was not functional and replaced the power supply. The cause of the smoke was a malfunction of the ups. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they observed smoke coming out of their advia centaur xp instrument. Laboratory was evacuated and fire department was called. There are no known reports of user, or patient, intervention, or adverse health consequences due to the event.